Event description:
The facility reported a colleague infusion pump with the reported condition of a faulty display. According to report the "second dose will not administer". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7, 8.11.00.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a faulty display was confirmed and reproduced. The cause of the reported condition was determined to be a defective main display. The user interface module liquid crystal display (uim lcd) screen was replaced to fix the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is available, but has not yet been received by baxter personnel. Once the sample has been received and the evaluation has been completed, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.